Event description:
It was reported to pioneer surgical technology on (B)(6) 2024 that a patient required a revision surgery for a three-level coda plate. The plate was implanted on (B)(6) 2024. It was reported that the locking mechanism at the bottom of the plate failed and the screw backed out. The patient underwent revision surgery on (B)(6) 2024.

Manufacturer narrative:
If the information is unknown, not available, or does not apply, the section of the form is left blank.